Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: broken shell and others, missing a piece of shell (0-25%), underweight and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: broken striated on the posterior. Based on the device analysis the final assessment is: missing shell due to inconclusive; striated broken due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's spouse reported a left side rupture. The device was explanted.